Manufacturer narrative:
H6: investigation summary: it was reported the line was popping out and not fixing when rotating. As a sample was not returned, a thorough sample investigation could not be completed. An evaluation of the actual device would be necessary to confirm the reported failure mode. A device history record review was completed for provided material number 385158, lot 3032599. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Additional device histories were reviewed for each batch of q-sytes used in the manufacturing of this batch and no related quality issues or deviations were found during the manufacturing of the subassembly batch. Based on the investigation, bd was not able to confirm the customer¿s indicated failure mode.

Event description:
It was reported that the pm line disconnected from the bd q-syte¿ tri-extension set while trying to insert it. The following information was provided by the initial reporter: "in iccu, when the pm line was tried to be inserted with one of the extension of the q-syte tri-ext, the pm line was getting pop-out and not fixing when rotating"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pm line disconnected from the bd q-syte¿ tri-extension set while trying to insert it. The following information was provided by the initial reporter: "in iccu, when the pm line was tried to be inserted with one of the extension of the q-syte tri-ext, the pm line was getting pop-out and not fixing when rotating".